Event description:
A malfunction was reported with a code displayed as malf 12. The customer's blood glucose level did not exceed 500 mg/dl, remaining within an acceptable range. The customer was advised by technical support on how to reset the pump, although the pump charging pad was not available, and was instructed to call back to complete the reset.